Event description:
It was reported that during a right hemicolectomy procedure, the device was loaded with a green cartridge. The device made a short staple line and also an unstapled section that just left a cut. The procedure was converted to open. Additional information has been requested the convert to open and patient information and patient consequence.

Manufacturer narrative:
Date sent: 04/13/2009. Information anticipated, but unavailable at this time.